Manufacturer narrative:
(B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable at the time of the call ((B)(6) 2012). Eval code: meter has a strip lot specific code programmed into it. This specific meter exhibited a programming error.

Event description:
Consumer complaint that blood results display lo. No adverse event reported.